Event description:
Home patient (hp) reports pinhole leak in patient line tubing of homechoice set, noted at patient connector, during dwell. Hp ended treatment at that time and restarted with new supplies. Hp reports receiving a prophylactic antibiotic the following day at unit. Hp reports they have responded to treatment with no resulting injury.